Manufacturer narrative:
The investigation has just started; results will be provided in a follow-up report.

Event description:
It was reported, while using this product to a covid-19 patient, the "low oxygen supply" alarm sounded and the measured value dropped to 21%. The patient then died after that.

Manufacturer narrative:
Evaluation and assessment of this event were based on analysis of the transmitted log file and the written description as well as testing of the replaced and returned hardware. The log file indicates that - when the reported event occurred - the particular ventilation episode was running for three days already with fio2 adjusted to 100vol% for 2.5 days. The device started to alarm for "no o2 supply" and "fio2 low" on february 28th at 11:56 am. Immediate user interaction with the device is evident since the alarms were acknowledged and, reportedly the user changed over to an oxygen gas cylinder during this stage but the ¿no o2 supply¿ alarms persisted. Between 12:19 and 12:33 pm the user changed the setting for fio2 several times but each increase triggered a new instance of the ¿fio2 low" alarm again. Between 12:33 pm and 02:36 pm the setting was put to 21vol% o2 until it was increased back to 100vol%, followed by timely alarming. The ventilation episode was finished on february 28th, 2021 at 02:53 pm. A dräger service engineer has checked the device in follow-up of the event. The test result indicated an issue with the internal flow sensor at the o2 input stage which was replaced, consequently. Inspection and testing in the manufacturer's lab revealed that one of the platinum measuring wires of the sensor had ruptured. If the measured o2 flow doesn¿t match the calculated one according to the valve actuation the device is designed to close the gas mixer valve for oxygen, to post a corresponding alarm and to continue ventilation with compressed air. Furthermore, additional high-priority alarms will be posted to indicate if the delivered breathing gas composition deviates from settings. The IFU refers to both alarms; it is explained that in "no o2 supply" alarm condition the ventilation will be continued with air only and that the root cause for an "fio2 low" alarm can be a technical failure of the gas mixer unit requiring to call the dräger field service. The sensor type is widely used in other dräger ventilator models and anesthesia workstations as well ¿ internally in control loops of the gas dosage and externally for measuring patient-related flows; the overall field failure rate is stable and low. For the particular use case as an internal flow sensor in the evita v300, sensor malfunctions are isolated events. Three other cases were reported within the previous 12 months and, all of them were detected during self-test prior to patient involvement. Dräger finally concludes that the device responded appropriately upon the malfunction of a single component. A safety shutdown of the gas mixer valve for oxygen was forced, the expected corresponding high-priority alarm was posted. The resulting deviation of fio2 from setting was indicated by the appropriate alarm a few seconds later as well. Changing the input from central gas supply to an o2 cylinder and several adjustments of the settings made by the user did not remedy the issue ¿ the device continued to post the aforementioned alarms. As per report, the readings of the vital signs monitoring demonstrated that the patient's spo2 value dropped significantly -. The patient was disconnected from the device not earlier than 3 hours after the first instance of ¿fio2 low¿ alarm. Furthermore, for 2 hours of this span the fio2 was adjusted to 21vol% o2, most probably to suppress the alarms.

Event description:
It was reported, while using this product to a covid-19 patient, the "low oxygen supply" alarm sounded and the measured value dropped to 21%. The patient then died after that.